Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6 )2014, resulting in a hypoglycemic event. Patient claims being discovered unconscious by her children in patient's bedroom. An ambulance was called. Patient relayed being hospitalized for two (2) days and two (2) nights, where patient was treated with glucagon and given several infusions. No further intervention or other injuries were reported at the time of the call with dexcom technical support. Patient reported to dexcom technical support a current condition of feeling well again.

Manufacturer narrative:
(B)(4).